Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months and two days post filter deployment, abdomen 2 view revealed an inferior vena cava filter. Approximately fourteen years later, computed tomography revealed the filter apex was located 3.8 cm caudal to the lowest renal vein, which was the right main renal vein. There were 2 sets of struts, superior and inferior struts. All of the 6 of the superior struts demonstrated mesenteric perforation, that range 6-10 mm. Four out of the 6 inferior struts demonstrated mesenteric perforation that ranged 1-3 mm. There was decrease in the caliber of the inferior vena cava, where the filter was located, that measured 6 mm in maximal diameter, that suggested stenosis. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately thirteen years and seven months post filter deployment, a computed tomography (CT) abdomen without intravenous contrast revealed that the filter struts perforated mesenterically. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.